Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device upgrade procedure. During procedure, it was noted that the current left ventricular (lv) lead was not in an optimal position for lv only pacing and electrogram configuration as well as position for fluoroscopy. The physician did not alleged any causes why the lead was not in an optimal position. The physician extracted and replaced the lv lead. The patient was stable.